Event description:
It was reported that the user experienced hyperglycemia to 264¿265 mg/dl while using the ilet after eating soup without announcing the meal, and tubing patency was checked with no issues identified. Investigation of this case revealed that the elevated glucose was associated with an unannounced meal, and no device malfunction was detected. No user reported symptoms associated with high blood glucose. Outcomes included user self-management. Investigation included user education on proper meal announcement timing. It was concluded that the event was user-related due to missed meal announcement, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.